Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter the hub separated from the device. The following information was provided by the initial reporter. The customer stated: the tip of the luer adapter broke off inside patients dialysis catheter during removal. The lab specimen is obtained by using the vacutainer with a luer adapter attached to the pt's catheter. After the lab specimen was obtained the vacutainer with the luer adapter was removed from pt's catheter port. During the removal process, the tip of the luer adapter broke off inside pt's catheter port. Pt was sent to the ER for a new dialysis catheter to be placed before receiving hemodialysis treatment."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter the hub separated from the device. The following information was provided by the initial reporter. The customer stated: the tip of the luer adapter broke off inside patients dialysis catheter during removal. The lab specimen is obtained by using the vacutainer with a luer adapter attached to the pt's catheter. After the lab specimen was obtained the vacutainer with the luer adapter was removed from pt's catheter port. During the removal process, the tip of the luer adapter broke off inside pt's catheter port. Pt was sent to the ER for a new dialysis catheter to be placed before receiving hemodialysis treatment."

Manufacturer narrative:
H.10 correction : the initial MDR was a duplicate of MFR report #: 1024879-2022-00366 and is therefore over-reported.